Manufacturer narrative:
All of the buttons on the insulin pump functioned properly, however moisture damage was noted on keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported issues with the insulin pump. Customer states that the key pad is unresponsive. The blood glucose reading is unknown. Nothing further reported.